Event description:
It was reported that the 9900 system had a communication error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board, video controller, and the backplane were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.